Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('ripped through my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 4 years. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), colon injury ("begin poking me in the colon") and premature menopause ("early menopause"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the uterine perforation, colon injury and premature menopause outcome was unknown. The reporter considered colon injury, premature menopause and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('ripped through my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 4 years. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), colon injury ("begin poking me in the colon") and premature menopause ("early menopause"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the uterine perforation, colon injury and premature menopause outcome was unknown. The reporter considered colon injury, premature menopause and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.